Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture. High capture threshold was also noted on the lead. It was also noted that patient experienced syncope and dizziness. The lead was capped and replaced on (B)(6) 2022. The patient was stable.